Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an attempted implant, the capture threshold elevated. When physician choose to re-position the lead, the threshold again began to elevate. The lead was removed and a new lead was implanted with good values. The patient remained stable throughout the procedure.